Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (australia) was implanted with 2 leads (from the same lot) as part of a drg trial. During the implant procedure, the physician encountered difficulty placing a lead at l3. The following day, the patient experienced left leg weakness and difficulty ambulating. Follow-up information was received that indicated the issues resolved without any intervention.